Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that the patient was in the hospital for a uti and has been since last friday. They stated about 3 weeks ago the patient had return of urinary symptoms along with "uncontrollable diarrhea," and wanted to know whether the device could be affecting the bowels. The caller reported the patient had been having pain in their lower abdomen and wondered if that also could be from ins. The caller said the patient initially had a catheter put in, but it had since been removed and patient is no longer experiencing urinary retention. The caller reported the patient was given intravenous antibiotics when they first came to the hospital and now they may be on a pill form. The agent asked caller if patient had made any adjustments to the therapy prior to the onset of symptoms about 3 weeks ago and caller stated no. The agent reviewed that it was possible the bowel symptoms could be caused by the ins, but suggested they reach out to managing healthcare provider (hcp)'s office to discuss whether turning therapy off would be appropriate to try in this case. The agent suggested caller call back if they needed assistance with how to turn therapy off if they got permission from the managing hcp to do so.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.